Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Distributor cannot return for evaluation.

Event description:
It was reported by the distributor that there was an issue during a hydrocephalus case. While the surgeon was implanting a screw he could not properly drive screw into the skull as it kept slipping. There was no significant delay or patient harm reported.